Manufacturer narrative:
Product analysis: as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The unknown stryker guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no flash or hub mold were found within the hub. No damages or irregularities were found with the echelon-10 hub or micro catheter body. The micro catheter was found with a partial break proximal to the distal marker band. The edge of the break was found stretched and jagged. The distal tip was found damaged (ovalized). Testing/analysis: the echelon-10 total length (up to the proximal marker band) was measured to be ~152.6cm and the useable length (up to the proximal marker band) was measured to be ~144.9cm which is within specification (specification: total (ref) = 152cm; usable = 144cm ± 1.5cm). The echelon-10 micro catheter was flushed, and water was found to exit the large break location. An in-house guidewire was inserted into the echelon-10 catheter hub, through the catheter body and exited the break location with no resistance encountered. Conclusion: based on the device analysis and reported information, the customer report of ¿catheter resistance¿ at the ¿proximal location¿ could not be confirmed; however, it is possible that resistance had occurred at the distal end. The distal tip and distal marker band was found stretched and broken. It is possible the distal tip became kinked, and the guidewire had become stuck, causing the tip and distal marker band to break when advancing against the resistance. As the unknown guidewire used during the event was not returned for analysis, any contribution of the guidewire towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a guidewire encountered resistance with the echelon catheter. The patient was undergoing surgery for treatment of an aneurysm. The accessed vessel was the femoral artery with a diameter of 9 mm. It was noted the patient's vessel tortuosity was minimal. It was reported that the echelon could be hydrated with a syringe, and water could flow out. However, the guidewire couldn't enter it. The same problem occurred when the second product was unpacked. After changing to another batch product, the problem was solved. It was reported there was catheter resistance in the proximal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information received reported the guidewire was a stryker. There was no problem with the guide wire. After replacing the third echelon, the problem was solved.